Event description:
It was reported that during follow-up, one day after implant, the right ventricular (rv) lead exhibited no capture and lower than expected pacing impedance due to dislodgment. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).